Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a broken knob. Analysis determined that the output connector assembly, hanger assembly, upper case, lower case and main seal were broken. It was noted that the main printed circuit board (pcb), encoder assembly, four encoder nuts, one hanger screw, three knobs and two output connector nuts were contaminated. Additionally, one knob was missing and one display frame screw was loose. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. There was no patient involvement.